Event description:
It was reported that during a procedure, the implanting physician observed that the right ventricular (rv) lead had a bent pin connector. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. (B)(4).